Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during the permanent implant procedure of the implantable pulse generator (ipg) it was discovered that the previously implanted lead had migrated. It was determined that the lead could no longer be used to provide stimulation. The patient underwent a lead replacement procedure in which a new lead was implanted. The patient is doing well post operatively and has been provided adequate pain relief and stimulation. The lead will not be returned for analysis as it was retained by the facility.

Event description:
It was reported that during the permanent implant procedure of the implantable pulse generator (ipg) it was discovered that the previously implanted lead had migrated. Imaging was performed during the ipg implant procedure to confirm lead migration. No stimulation issues were reported as the patient did not have an ipg implanted at that time. The physician determined that the lead could not be used to provide stimulation. The patient underwent a lead replacement procedure in which a new lead was implanted. The patient is doing well post operatively and has been provided adequate pain relief and stimulation. The lead will not be returned for analysis as it was retained by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.